Event description:
Edwards received notification from our affiliate in the netherlands. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position by transaxillary/subclavian approach. The patient presented with a calcified subclavian artery. After the first unsuccessful attempt to implant the valve, a second attempt was performed with a 29mm sapien 3 kit. At this time, the esheath was uneventfully inserted inside the patient and commander delivery system too. It was not possible to reach the aorta as the valve got stuck at the ostium of the subclavian artery. Multiple attempts were made to get the valve through but at some point the esheath came back and there was a lot of tension. Then, it was decided to retrieve the valve but it was completely stuck in the subclavian, probably related to a vascular dissection. Although several attempts to retrieve the valve were made, with the assistance of a balloon catheter and slightly inflating the commander delivery system balloon, it was not achieved. In addition, the commander delivery system was leaking, as blood was found incoming in the atrion. A lot of force was applied to pull the valve back, and the commander delivery system broke off from the pusher. Part of the commander delivery system came out with the esheath and, the valve and the distal tip of the commander delivery system remained inside the patientthe 29mm sapien 3 valve was left unfolded in the patient. A vessel dissection/perforation occurred probably related to the valve stuck. After this, the patient passed away. As per medical opinion, the root cause for the commander delivery system leakage might be related to the manipulation on the system.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13100.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty or inability to withdraw delivery system, balloon torn, and system components separated were confirmed upon visual examination of the returned device. The complaints of unable to track system through anatomy and thv dislodged off balloon were unable to be confirmed due to unavailability of applicable imagery. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''it was not possible to reach the aorta as the valve got stuck at the ostium of the subclavian artery. Multiple attempts were made to get the valve through but at some point the esheath came back and there was a lot of tension. Then, it was decided to retrieve the valve but it was completely stuck in the subclavian, probably related to a vascular dissection. Although several attempts to retrieve the valve were made, with the assistance of a balloon catheter and slightly inflating the commander delivery system balloon, it was not achieved. In addition, the commander delivery system was leaking, as blood was found incoming in the atrion. So, in the end a lot of force was applied to pull the valve back, and the commander delivery system broke off from the pusher. Part of the commander delivery system came out with the esheath and, the valve and the distal tip of the commander delivery system remained inside the patient.'' For the complaint of unable to track system through anatomy, the patient presented a calcified subclavian artery and mild degree of tortuosity. These characteristics likely contributed to the reported difficulty felt when tracking though anatomy. Calcified and tortuous vessels can create a restricted pathways for delivery system tracking and navigation via unfavored interactions between the ds/thv and calcium nodules and/or by creating challenging bend angles. As such, available information suggests that patient factors (tortuosity, calficiation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. For the complaints of withdraw difficulty and thv dislodged off balloon, tortuous patient anatomy could have resulted in non-coaxial withdrawal angles during system retrieval. It is possible that the non-coaxial withdrawal configuration caused the crimped thv to interact with calcified nodules and get stuck in in the patient's vasculature, which would further impede system retrieval. It is also likely that excessive withdrawal forces were used during subsequent withdrawal attempts, causing the stuck thv to dislodge off the balloon. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (non-coaxial withdrawal) may have contributed to withdrawal difficulty while a combination of patient factors (calcification) and procedural factors (excessive manipulation) contributed to thv dislodgement off balloon. However, a definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. For the complaint of balloon torn, evaluation of the returned device revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during system retrieval may result in the crimp balloon tearing. It is possible that calcification and tortuosity caused non-coaxial withdrawal of the delivery system through the sheath. Excessive manipulation used to overcome high withdrawal forces (resulting from non-coaxial withdrawal angles/stuck thv), may have caused the crimp balloon to weaken and tear at the inflation/crimp balloon bond. A definitive root cause is unable to be determined at this time; however available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra. For the complaint of system component separated, evaluation of the returned device confirmed a complete separation of distal portion of the delivery system. Excessive forces applied to overcome any resistance during withdrawal of the delivery system through vasculature could have caused the distal end of the ds to break off. It is also likely that the reported separation was facilitated via tearing of the I/c bond. A definitive root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation, withdrawal of torn balloon) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional pre-decontamination findings. Added h6 device code. As per the pre-decontamination evaluation, the balloon of commander delivery system was found to be separated from the I/c bond and not returned. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13100 and 2015691-2023-14031.